Event description:
Initially, the patient called regarding a check lines and bags alarm. During the conversation, the patient indicated he was on hemodialysis due to surgical repair of a hernia. The patient did not know what caused the hernia. The patient indicated this was a second repair for hernia. During a follow up call on (B)(6) 2011, the facility nurse indicated she was unaware of the cause of the hernia. The first hernia was repaired prior to the start of peritoneal dialysis (pd) therapy. The nurse indicated she did not have the surgeon's report for the current surgical repair. Additional information was received from global pharmacovigilance (gpv) which indicates: in (B)(6) 2009, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex intraperitoneally (ip) for end-stage renal disease. In (B)(6) 2011, the patient experienced stomach pain on his left side near his pd catheter. The patient saw his physician regarding the event of stomach pain. On (B)(6) 2011, the patient had hernia repair. The patient was discharged home and placed on hemodialysis temporarily. At this time, the patient remained on hemodialysis and the event of stomach pain was resolving. The outcome for the hernia was not reported. The patient stated that the event of stomach pain and the hernia was related to the dianeal solution and device. A follow up call was made to the facility nurse on (B)(6) 2011. The nurse declined to provide additional information related to the cause of the hernia and this event.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cover was opened and an internal inspection performed. No problems were revealed and all connections appeared correct and secure. The reported issue of patient symptom (stomach pain and the hernia) was unable to be confirmed. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. The pal evaluated the device and no failure, malfunction, or iipv events were identified that could have caused or contributed to the reported difficulty. Based on available information; the assignable cause for the reported issue was undetermined.